Event description:
The customer performed a blood glucose test and received a result of 243mg/dl at 7 pm. The customer took regular insulin based on the food they were going to eat. The customer stated they started to feel as if their blood glucose was low so they drank a coke. The customer started they drank some beer and went home around midnight. The customer tested and received a result of 243mg/dl and too 20 extra units of insulin. 2 hours later emts were called and they received a result of 54mg/dl. The customer was taken to the e.r. And given food. 1 hour later the customers blood glucose was 136mg/dl and they were released. Controls were out of range. A request was made for the return of the suspect device and replacement product was sent.